Event description:
It was reported that a trainer and user attempted to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet and received a pairing failed alert, after which the sensor connected on its own without intervention. No adverse clinical symptoms reported. Outcomes included no clinical impact and no hospitalization. User support included a review of the complaint details and user-reported behavior, and a troubleshooting and education discussion was completed. Investigation of this case revealed an intermittent pairing failure that resolved spontaneously, consistent with a transient communication or connection issue between the cgm sensor and the ilet; no hardware component failure was identified and no further assistance was requested. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, non-reproducible communication error.